Manufacturer narrative:
Age at time of event/date of birth were not provided. Approximate age of device - 17 days. The event occurred at (B)(6) medical university in (B)(6). A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that, approximately 16 days post implantation of the lvad, the patient experienced a neurological disorder while in the hospital. The category of the neurological disorder was reported as having lasted longer than 24hrs. The clinical event was described as a stroke with a symptom of aphasia. A CT scan revealed an embolism at the occipital region. The cause of the neurological disorder was reported as device related. At the time of the event, the patient was being medically managed on anticoagulation therapy including warfarin, heparin, and aspirin. No surgical treatment or further medication was provided to the patient. No additional information was received.